Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider alleges the left and right motors has been replaced and now the chair will speed up and slow when the chair driving.